Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported they went to the hcp's office on (B)(6) 2015 and had the device reset which resolved the issue. The patient noted that they did not think the colonoscopy was related as it was performed on (B)(6) 2015 while the device cut off on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wsj3, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was a power-on-reset (por). The patient noticed the por message when using her patient programmer to check therapy status after having a colonoscopy. She had a colonoscopy and told her health care professional (hcp) about the device beforehand. The hcp said it would not interfere. The indication-for-use (IFU) was fecal incontinence and gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.